Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to tensile forces applied during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In summary, the lead's distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial (ra) lead had undersensing. The physician performed a surgical intervention and this ra lead was explanted and successfully replaced with a competitor lead. Additional information from the field representative confirmed the patient tolerated the procedure without any issues. Ra lead was no longer in service. No adverse patient effects were reported.